Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure micro-inserts had started to migrate through the fallopian tube"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses"), allergy to metals ("allergies to nickel / allergies to cobalt /nickel allergy"), genital haemorrhage ("abnormal bleeding (general)") and pharyngeal injury ("my throat hurts because they scratched it putting the tube in (splitted for coding)") in a 27-year-old female patient who had essure (batch no. 627747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy in 2006, depression, multigravida, parity 2, migraine in 2002, ovarian pain, pelvic pain, back pain and headache in 2002. Concurrent conditions included obesity, arthritis, intervertebral disc bulging, rash, spinal fusion nos, urinary incontinence since (B)(6) 2015, hypertension since (B)(6) 2015, hypercholesterolemia since 8-may-2015, vulvovaginitis since 8-may-2015, perineal pain since (B)(6) 2017 and pelvic discomfort. Concomitant products included amlodipine, amlodipine besilate (amlodipine besylate) since 2007, anaesthetics (anesthesia), aripiprazole (abilify), cyclobenzaprine hydrochloride, hydrochlorothiazide, lamotrigine, lamotrigine (lamictal), lisinopril since 2006, lorazepam since 2010, simvastatin, tramadol, trazodone hydrochloride (trazodone hcl) and vicodin. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced dyspareunia ("painfull intercourse / dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), the first episode of depression ("depression"), anxiety ("anxiety") and weight fluctuation ("weight gain / weight loss fluctuation"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal"), dysgeusia ("metallic taste in mouth"), incontinence ("incontinence"), migraine ("migraines"), the second episode of depression ("worsening of her depression"), headache ("headaches /my head is pounding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain"), adnexa uteri pain ("ovaries pain"), abdominal discomfort ("constant feeling on both sides of my belly feeling a constant pressure and pain (event splitted for coding)"), abdominal pain ("constant feeling on both sides of my belly feeling a constant pressure and pain (event splitted for coding)"), ear discomfort ("ears are blocked"), cough ("cough"), dizziness ("dizzy"), sensation of blood flow ("I stand up all the blood rushes like I was upside down."), malaise ("have been sick since a week after my surgery") and pharyngeal injury (seriousness criterion medically significant) with oropharyngeal pain. The patient was treated with surgery (plantiff underwent bilateral salpingectomy and both her fallopian tube were removed), surgery (hydrotherm ablation (B)(6) 2015)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, allergy to metals, genital haemorrhage, menstrual disorder, abdominal pain lower, dysgeusia, incontinence, migraine, dyspareunia, fatigue, the last episode of depression and vaginal haemorrhage was resolving and the bladder disorder, urinary tract disorder, headache, anxiety, weight fluctuation, back pain, adnexa uteri pain, abdominal discomfort, abdominal pain, ear discomfort, cough, dizziness, sensation of blood flow, malaise and pharyngeal injury outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, back pain, bladder disorder, cough, device dislocation, dizziness, dysgeusia, dyspareunia, ear discomfort, fatigue, genital haemorrhage, headache, incontinence, malaise, menorrhagia, menstrual disorder, migraine, pharyngeal injury, sensation of blood flow, urinary tract disorder, vaginal haemorrhage, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: current weight: 244 lbs. Essure was removed due to the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in june 2009: confirm full occlusion of plantiff fallopian tube. Pregnancy test urine - on an unknown date: negative. Smear cervix - on (B)(6) 2015: hpv negative.; in 2013: abnormal on (B)(6) 2016, hydro ablation was done. But patient also had to go see a urologist for leakage. Patient was sent for an ultrasound before the ablation was done and there was nothing to show everything was normal. So she don't know where to go from here. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, allergy to metals, dysgeusia, abdominal pain lower quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure micro-inserts had started to migrate through the fallopian tube"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses"), allergy to metals ("allergies to nickel / allergies to cobalt /nickel allergy"), genital haemorrhage ("abnormal bleeding (general)") and pharyngeal injury ("my throat hurts because they scratched it putting the tube in (splitted for coding)") in a 28-year-old female patient who had essure (batch no. 627747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy in 2006, depression, multigravida and parity 2. Concurrent conditions included obesity, arthritis, intervertebral disc bulging, rash, spinal fusion nos, urinary incontinence since (B)(6) 2015, hypertension since (B)(6) 2015, hypercholesterolemia since (B)(6) 2015, vulvovaginitis since (B)(6) 2015, perineal pain since (B)(6) 2017 and pelvic discomfort. Concomitant products included amlodipine besilate (amlodipine besylate) since 2007, anaesthetics (anesthesia), aripiprazole (abilify), cyclobenzaprine hydrochloride, hydrochlorothiazide, lamotrigine, lamotrigine (lamictal), lisinopril since 2006, lorazepam since 2010, simvastatin, trazodone hydrochloride (trazodone hcl) and vicodin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 16 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight fluctuation ("weight gain / weight loss fluctuation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal"), dysgeusia ("metallic taste in mouth"), incontinence ("incontinence"), migraine ("migraines"), the first episode of depression ("worsening of her depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches /my head is pounding"), the second episode of depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain"), adnexa uteri pain ("ovaries pain"), abdominal discomfort ("constant feeling on both sides of my belly feeling a constant pressure and pain (event splitted for coding)"), abdominal pain ("constant feeling on both sides of my belly feeling a constant pressure and pain (event splitted for coding)"), ear discomfort ("ears are blocked"), cough ("cough"), dizziness ("dizzy"), sensation of blood flow ("I stand up all the blood rushes like I was upside down."), malaise ("have been sick since a week after my surgery") and pharyngeal injury (seriousness criterion medically significant) with oropharyngeal pain. The patient was treated with surgery (plaintiff underwent bilateral salpingectomy and both her fallopian tube were removed), surgery (hydrothermablation.) And surgery (bilateral salpingectomy with removal essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, allergy to metals, genital haemorrhage, menstrual disorder, abdominal pain lower, dysgeusia, incontinence, migraine, dyspareunia and fatigue was resolving and the bladder disorder, urinary tract disorder, headache, the last episode of depression, anxiety, weight fluctuation, vaginal haemorrhage, back pain, adnexa uteri pain, abdominal discomfort, abdominal pain, ear discomfort, cough, dizziness, sensation of blood flow, malaise and pharyngeal injury outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, back pain, bladder disorder, cough, device dislocation, dizziness, dysgeusia, dyspareunia, ear discomfort, fatigue, genital haemorrhage, headache, incontinence, malaise, menorrhagia, menstrual disorder, migraine, pharyngeal injury, sensation of blood flow, urinary tract disorder, vaginal haemorrhage, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in (B)(6) 2009: confirm full occlusion of plaintiff fallopian tube. Pregnancy test urine - on an unknown date: negative. Smear cervix - on (B)(6) 2015: hpv negative.; in 2013: abnormal. On (B)(6) 2016, hydro ablation was done. But patient also had to go see a urologist for leakage. Patient was sent for an ultrasound before the ablation was done and there was nothing to show everything was normal. So she don't know where to go from here. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, allergy to metals, dysgeusia, abdominal pain lower most recent follow-up information incorporated above includes: on 7-jun-2018: this case was social media. Reporter was added. Patient's unstructured relevant tests was added. Constant feeling on both sides of my belly feeling a constant pressure and pain, ears are blocked, cough, dizzy, I stand up all the blood rushes like I was upside down, have been sick since a week after my surgery and my throat hurts because they scratched it putting the tube in were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure micro-inserts had started to migrate through the fallopian tube"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses"), allergy to metals ("allergies to nickel / allergies to cobalt /nickel allergy") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 627747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy in 2006, depression, multigravida and parity 2. Concurrent conditions included obesity, arthritis, intervertebral disc bulging, rash, spinal fusion nos, urinary incontinence since (B)(6) 2015, hypertension since (B)(6) 2015, hypercholesterolemia since (B)(6) 2015, vulvovaginitis since (B)(6) 2015, perineal pain since (B)(6) 2017 and pelvic discomfort. Concomitant products included amlodipine besilate (amlodipine besylate) since 2007, anaesthetics (anesthesia), aripiprazole (abilify), cyclobenzaprine hydrochloride, hydrochlorothiazide, lamotrigine, lamotrigine (lamictal), lisinopril since 2006, lorazepam since 2010, simvastatin, trazodone hydrochloride (trazodone hcl) and vicodin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("painfull intercourse / dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight fluctuation ("weight gain / weight loss fluctuation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal"), dysgeusia ("metallic taste in mouth"), incontinence ("incontinence"), migraine ("migraines"), the first episode of depression ("worsening of her depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), the second episode of depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (plantiff underwent bilateral salpingectomy and both her fallopian tube were removed), surgery (hydrothermablation.) And surgery (bilateral salpingectomy with removal essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, allergy to metals, genital haemorrhage, menstrual disorder, abdominal pain lower, dysgeusia, incontinence, migraine, dyspareunia and fatigue was resolving and the bladder disorder, urinary tract disorder, headache, the last episode of depression, anxiety, weight fluctuation, vaginal haemorrhage, back pain and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, back pain, bladder disorder, device dislocation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, urinary tract disorder, vaginal haemorrhage, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in (B)(6) 2009: confirm full occlusion of plantiff fallopian tube. Pregnancy test urine - on an unknown date: negative. Smear cervix - on (B)(6) 2015: hpv negative.; in 2013: abnormal concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, allergy to metals, dysgeusia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: medically confirmed reporter, patient ethnicity, concomitant medications and conditions, historical conditions and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure micro-inserts had started to migrate through the fallopian tube") and menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses") in a 28-year-old female patient who had essure (batch no. 627747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy in 2006. Concurrent conditions included obesity, arthritis, intervertebral disc bulging, rash and spinal fusion nos. Concomitant products included amlodipine since 2007, aripiprazole (abilify), lamotrigine (lamictal), lisinopril since 2006 and lorazepam since 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("painfull intercourse / dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight fluctuation ("weight gain / weight loss fluctuation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal"), dysgeusia ("metallic taste in mouth"), incontinence ("incontinence"), migraine ("migraines"), the first episode of depression ("worsening of her depression"), allergy to metals ("allergies to nickel / allergies to cobalt /nickel allergy"), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), the second episode of depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (plantiff underwent bilateral salpingectomy and both her fallopian tube were removed) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, abdominal pain lower, dysgeusia, incontinence, migraine, dyspareunia, fatigue, allergy to metals and genital haemorrhage was resolving and the bladder disorder, urinary tract disorder, headache, the last episode of depression, anxiety, weight fluctuation, vaginal haemorrhage, back pain and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, back pain, bladder disorder, device dislocation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, urinary tract disorder, vaginal haemorrhage, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in june 2009: confirm full occlusion of plantiff fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number received, concomitant condition and product added, historical condition added, events added as follows:- genital haemorrhage, bladder disorder,urinary tract disorder,headache,depression, anxiety,weight fluctions,vaginal haemorrhage,back pain, adnexa uteri pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure® micro-inserts had started to migrate through the fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menses"), menstrual disorder ("prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal"), dysgeusia ("metallic taste in mouth"), incontinence ("incontinence"), migraine ("migraines"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), depression ("worsening of her depression"), the first episode of allergy to metals ("allergies to nickel") and the second episode of allergy to metals ("allergies to cobalt"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent bilateral salpingectomy and both her fallopian tube were removed). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, menorrhagia, menstrual disorder, abdominal pain lower, dysgeusia, incontinence, migraine, dyspareunia, fatigue, depression and the last episode of allergy to metals was resolving. The reporter considered abdominal pain lower, depression, device dislocation, dysgeusia, dyspareunia, fatigue, incontinence, menorrhagia, menstrual disorder, migraine, pelvic pain, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirm full occlusion of plaintiff fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.